Manufacturer narrative:
Please note: due to new iata and dot regulations prohibiting the transportation of lithium ion batteries by air, investigations will be prolonged as we await the return of devices via cargo ship. Additional devices for this complaints: serial #: (B)(4), catalog # : 1650de, exp. Date: 02/29/2016, mfg. Date: 02/29/2015. (B)(4). Serial #: (B)(4), catalog #: 1650de, exp. Date: 09/30/2015, mfg. Date: 09/30/2014. (B)(4). Serial #: (B)(4), catalog #: 1650de, exp. Date: 09/30/2015, mfg. Date: 09/30/2014. (B)(4). Serial #: (B)(4), catalog #: 1650de, exp. Date: 02/29/2016, mfg. Date: 02/29/2015. (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the there was battery switching. All four batteries and controller were replaced from stock. There was no impact to the patient.

Manufacturer narrative:
Preliminary log file analysis revealed additional batteries involved in the power switching incident. (B)(4) catalog: 1650de exp. Date: 03/31/2017, (B)(4). (B)(4) catalog: 1650de exp. Date: 04/302017, (B)(4). (B)(4) catalog: 1650de exp. Date: 03/31/2017, (B)(4). (B)(4) catalog: 1650de exp. Date: 03/31/2017, (B)(4). Corrected: date of event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Other devices: bat217308 - battery. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). It was reported that the patient was experiencing power switching events. One controller ((B)(4)) and four batteries ((B)(4)) were returned for evaluation. Four batteries ((B)(4)) were not returned for evaluation. Review of the non-returned batteries' receiving inspection records confirmed that the associated batteries met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Log file analysis revealed several premature power switching events that were due to momentary disconnections involving (B)(4) and power switching events due to communication errors involving (B)(4). Failure analysis of the returned devices ((B)(4)) revealed that the devices met specifications; the units passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the batteries' connection to the controller during the analysis of the units. Results revealed that the electrical connections between the batteries and the controller were stable. Based on the available information, the most likely root cause of the reported event can be attributed to momentary disconnections and communication errors between the controller and batteries. An internal investigation has been opened to evaluate the momentary disconnections between the controller and batteries and implement corrective actions as required. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. No root cause with review of the reported information and analysis of the returned device with no confirmed malfunction, a root cause cannot be determined. Clinical conclusion con fal: although a definitive root cause and relationship to the device cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. However, an internal investigation has been opened by the supplier to evaluate loose connector and implement corrective actions as required. (B)(4).